Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high", although specific value was not provided on (B)(6) 2026. The customer addressed the high blood glucose level by administering a correction injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, continuing to use the pump for therapy.